Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file; however, the reported event of a connection issue between the mpu and system controller cables was not confirmed. A review of the submitted log file spanned approximately 32 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). On (B)(6) 2022 at 09:46:38, the low voltage and no external power alarms activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.5v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mobile power unit (mpu) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the no external power event; however, no response was received. The provided information stated that the connection issue was with the white connector. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the product being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The heartmate ii instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient stated that they were having some difficulty flushing the white power cable with the mobile power unit connector. The connection issue was not confirmed. The mobile power unit was exchanged, and the alarms resolved.

Event description:
It was reported that the log displayed transient low voltage / no external power alarms while tethered on the mobile power unit (mpu) on (B)(6) 2022 at ~9:46 pm as mentioned. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Serial number requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.